Event description:
(B)(4): (B)(6) removal of a bimentum insert with the metal head inside completely floating in the insert. The pe was distorted. The recovery took place 5 or 6 years after the first surgery. Removal of granuloma linked to pe wear.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Correction of prodcut code in section d2b. Investigation conclusion : an event regarding wear (leading to revision) involving a bi mentum r pe liner 6128 was reported. The reported device is an serf product. The lot number was not provided, so it is impossible to conduct the documentary review. Following the response received on march 7, 2024, the device has not been returned, and the technical investigation cannot be carried out. Based on the photo, it is difficult to determine the cause of the event. In the absence of additional information, the problem described cannot be demonstrated or confirmed.

Event description:
No new information. (B)(4): serf (B)(4) removal of a bimentum insert with the metal head inside completely floating in the insert. The pe was distorted. The recovery took place 5 or 6 years after the first surgery. Removal of granuloma linked to pe wear.